Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: some of the sst tubes that we¿ve had over the past month or so, the gel barrier are cloudy or incomplete, or altogether not there. In some, it appears that the barrier is complete enough to be able to consider the serum separated from the red cells, but in others it is questionable or is not creating a barrier at all.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: some of the sst tubes that we¿ve had over the past month or so, the gel barrier are cloudy or incomplete, or altogether not there. In some, it appears that the barrier is complete enough to be able to consider the serum separated from the red cells, but in others it is questionable or is not creating a barrier at all.